Event description:
Procedure: lap chole. According to the reporter: when the trocar was inserted into epigastric region, the safety shield did not return after the tip pierced the peritoneum. The gastric wall was slightly damaged. Procedure was continued for a while, and then converted to laparotomy since a severe adhesion was confirmed around the gall bladder. The damaged gastric wall was excised with a gia and the procedure was completed without any further problem. There was no bleeding reported in excess of 250cc. Nothing fell into cavity. No pt harm. The operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).